Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) displayed artifact on both the ventricle and shock electrogram. The noise was able to be recreated with isometrics.the device was reprogrammed to least sensitivity. Additional information was received stating the noise on both channels continued.

Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) displayed artifact on both the ventricle and shock electrogram. The noise was able to be recreated with isometrics. The device was reprogrammed to least sensitivity. Additional information was received stating the noise on both channels continued. The local boston scientific technical services (ts) consultant confirmed the proximal and distal df-1's were switched in header. The pocket was opened and the issue was corrected. Should any additional information related to this event become available, this event will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory this implantable cardioverter defibrillator (ICD) was thoroughly inspected and analyzed. Multiple episodes of noise and oversensing were found, but there were no episodes after the df-1's were switched in the header. A hole was found in the right ventricular rind sealplug. The ICD passed all incoming tests.